Event description:
It was reported that when physician punched the large keel punch through the tower, the keel broke off of the shaft of the punch and was in the patient's tibia. Physician removed with a needle grabber. Case finished smoothly.

Manufacturer narrative:
An event regarding a fractured tibial keel punch was reported. The event was confirmed. Method and results: device evaluation and results: a visual inspection confirmed the fracture. No material or manufacturing defects were identified. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation concluded that the device broke as a result of rapid overload conditions, consistent with applying excessive force during use. No material or manufacturing defects were identified.

Event description:
It was reported that when physician punched the large keel punch through the tower, the keel broke off of the shaft of the punch and was in the patient's tibia. Physician removed with a needle grabber. Case finished smoothly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.